Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was moving the mobile view station (mvs) and the system shut down and wouldn't charge. The site had tried using other known working outlets, but did not resolve the issue. The representative stated that the green charging light wasn't illuminating as well and the imaging system wasn't receiving any charges either. There was no patient present when this issue was identified. The issue was resolved when the representative replaced the fuses in the mvs.